Event description:
The physician deployed the embolization coil into an aneurysm. An attempt was made to detach the coil. The coil reportedly failed to detach from the delivery pusher. The microcatheter came out of the aneurysm and physician noticed the coil had detached. A short remnant of coil remained in parent vessel. No attempt was made to move remnant coil position. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: delivery pusher could not be analyzed as device was not available. The v-grip detachment controller and microcatheter used in this case were returned on april 14, 2008. The detachment controller functioned to specification. No defects were found. The nautica microcatheter used with this device was extremely ovalized at distal segment. Root cause analysis: the root cause of this event could not be determined.